Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high bg, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. To resolve the issue, the customer changed the cartridge and resumed insulin use.